Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported next day of the trial procedure liquid like isodine or blood was seen in the lead around the anchor site. As such, surgical intervention was undertaken on (B)(6) 2019 wherein the lead was explanted to avoid infection risk. The trial was completed with the remaining lead.